Event description:
The plastic tip on the jaws of the bipolar device broke off during the procedure.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The tech was unable to operate jaws. The inner shaft was twisted causing the jaws not to operate. The upper plastic tip of the jaws was found to be broken off the bipolar device, the broken portion was not returned. Dried blood was inside the shaft.